Manufacturer narrative:
Manufacturer's analysis could not confirm the customer comment that the device switched off erratically; the power supply and wiring harness were replaced as a preventive measure. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests.

Event description:
It was reported that the programmer switched off erratically; changing the power cable did not resolve the issue. The programmer has been returned for repair. There was no patient involvement.